Manufacturer narrative:
A partial lead in two pieces with the connector pin measuring 7.6 cm and distal tip measuring 55.0 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, a pocket infection was observed. Upon removing the right ventricular lead, an insulation breach was observed. It was also noted that the stylet was stuck and failed to disconnect from the lead. Both the device and lead were explanted. The patient was stable after the procedure.